Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low flow hazard alarms. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, it was reported that the low flow events resolved with volume resuscitation. Additionally, a specific cause for the report of sepsis could not be conclusively determined, and a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. A log file was submitted for analysis that contained low flow events on (B)(6) 2021 per abbott technical services and low supply voltage values while the device was connected to the power module. It was reported that the low flow alarms resolved with volume resuscitation. The patient ultimately expired on (B)(6) 2021, after care was withdrawn, due to multisystem organ failure/septic shock. A review of the submitted log file from (B)(6) 2021 at 19:10:02 through (B)(6) 2021 at 23:39:37 found that the pump maintained a stable speed above the low speed limit without issue. All but one of the log file events captured were low flow alarms with associated estimated flow values of 2.4 liters per minute (lpm). Lower than expected voltage values were captured while the device was connected to the power module; refer to the patient cable pi main regarding these voltage values. There were no other notable alarms active in the log file. (B)(6) has not been returned for evaluation at this time. It was reported that the patient outcome was not considered to be device-related and the device operated as expected. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists sepsis and death as adverse events that may be associated with the use of heartmate ii lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal failure, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ includes information regarding how to prevent and control infection. Section 1 also provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 4 also explains how to determine the optimal fixed speed and low speed limit for the patient. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook, is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains several sections with information about how to prevent and control infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 25jun2008. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log file captured low flow events on (B)(6) 2021. There was also low supply voltage when connected to the power module. It was recommended to replace the patient cable. The low flow alarms improved with volume resuscitation. The patient passed away on (B)(6) 2021 due to multisystem organ failure and septic shock.